Manufacturer narrative:
It was not yet determined whether increased patient follow up would occur. To date, this device remains actively in service.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had less than expected longevity. The local area sales representative noted that the outputs had been programmed at 5v and 0.5ms for all three associated leads and that the device longevity was slated as 1.5 years. The physician expressed dissatisfaction regarding the longevity status. The local area sales representative re-programmed the outputs temporarily to 2.4v without change.

Manufacturer narrative:
Most recently, this device was checked in an office interrogation because the patient had reported feeling a fluttery feeling. While checking, supposedly there was indication of elective replacement indicator (eri). But the printout shows more than five years longevity remaining, a magnet rate of 100, and everything within normal limits for performance. There was no further resolution at the time of this evented information.